Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was trying to do an infusion set change and as the motor reaches the reservoir, he is getting a compromised force sensor system alarm. Customer stated that it happened during the call as well. Customer stated that the inulin did not shoot out. Customer stated that there are 5 compromised force sensor system alarms in the alarm history all from (B)(6) 2016. Customer stated that the piston is moving forward and the sound was higher pitched on this set change and the previous set change. Customer's blood glucose was 118 mg/dl at the time of the incident. Customer has syringes and stated that the drive support cap appears normal. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, error test and displacement test. However, the insulin pump alarmed prime during the prime test due to faulty force sensor resistor. We were unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.